Event description:
Pacemaker manufacturer's report states: infection. Dr. (B)(6) hospital (B)(6) implant date (B)(6) 1999 ; explant date (B)(6) 2011 . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).